Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade iii/IV" and "exchange from textured to smooth implant due to patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade iii/IV" and "exchange from textured to smooth implant due to patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade iii/IV" and "exchange from textured to smooth implant due to patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Additional information: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.